Manufacturer narrative:
The subject device couldn't be evaluated because the user discarded the subject device on (B)(6) 2015. Since the manufacture record of the subject device was unknown, the manufacture record that dated back the past six months from the delivery date to the user ((B)(6) 2014-(B)(6) 2015) was reviewed without apparent irregularity associated with the subject phenomenon. As the result of similar phenomenon's evaluation, it is concluded that the probe broke because physical stress was applied to the probe which had already been cracked. As the cause of the crack on the probe, it is possible that the user activated the ultrasound output applying only the probe tip to the tissue with strong force, or twisting the device while grasping the tissue. Improper handling of the subject device cannot be ruled out as a contributory factor to this event. The above handling has already been restricted on the instruction manual of the subject device. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The subject device was used during a procedure of liver surgery. After the user used the subject device for one hour, the probe was broken and fell off outside the patient's body. The fragment of the probe was collected, and the procedure was completed with a spare device. There was no patient injury reported.